Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device turns on and off when the alarm silence button is pressed. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the device turned on and off when the alarm limits button was pressed. A short between the power button and alarm limits button on the keypad was found. The keypad was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over six (6) months with no previous reported issues prior to this reported event.